Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 3.0x24mm drug eluting stent to the 80% stenosed lesion located in the severely tortuous, mildly calcified right coronary artery (rca), but was unable to cross the lesion. The lesion was pre-dilated with a 2.5x20mm maverick balloon. The physician then decided to pull out the stent to optimize the pre-dilatation of the segment. Upon withdrawal, the physician felt resistance and observed that the stent was moving in a distal direction of the device. To prevent any embolization of vital organs he pulled out the entire system with the stent mounted on the guidewire and dragged it back to the infrarenal aorta artery. He then used a snare to catch the stent and was able to withdraw the entire system, including the introducer. The procedure was completed by placing two taxus express2 stents 3.0x24mm and 3.5x28mm to the rca. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.